Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Correction of previous submitted information follow-up #1:the alert date of follow-up # 1 should have stated (B)(6) 2016.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter (freestyle). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on ¿(B)(6) 2016, 7:00 am¿ when he obtained alleged glucose results of ¿90mg/dl¿ on the subject meter compared to 56mg/dl on the other meter, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy. The patient manages his diabetes with insulin (self-adjuster) and denied making any change to his usual diabetes management routine as a result of the alleged product issue. The patient stated that on an unspecified time prior to the alleged product issue beginning he developed symptoms of ¿sweaty, shaky, blurred vision and hungry.¿ the patient reported that on (B)(6) 2016 at 7:05am he self-treated with food and drink. At the time of troubleshooting, the cca confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. The patient conducted a control solution test which fell outside lfs acceptable range. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
Evaluation codes for the additional testing was omitted from supplemental #1.